Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit would not recognize ligasure device. Procedure was cancelled and patient was rescheduled for surgery on (B)(6) 2021.